Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported a patient with stage two diffuse lamellar keratitis of the right eye two days following lasik treatment. The topical steroids were increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the symptoms resolved postoperatively.